Event description:
During attempted stenting of the left subclavian artery, the ev3 visipro stent dislodged from the deploying balloon. An attempt to recover the stent was unsuccessful so the stent was deployed in the right iliac artery.